Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. After removing the dried body fluid/tissue, the helix mechanism was fully functional. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to reproduce the reported loss of capture.

Event description:
Boston scientific received information that during a hematoma evacuation, the right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs due to a possible perforation. It was reported that the physician tried to reposition the lead however the helix could not be extended. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.